Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was chosen for implant using a large flexnav delivery system. During the procedure, the valve was implanted at the intended depth with about 4mm in the outflow tract. After the valve was fully released, it embolized through the aorta and stopped at the aortic arch. It was determined the embolized device had not caused damage and would not cause damage to the patient's health and it was decided that it would remain implanted. Then, a second 27mm portico valve was then successfully implanted. Afterwards, the patient's blood pressure dropped and remained low for 10 minutes. The patient then went into cardiogenic shock and their heart stopped. A 180v shock was delivered and the patient was stabilized. The patient then left the surgical center and went under observation in the intensive care unit (ICU). Four hours post-surgery, the patient was reported as stable and reacting well to stimulus. The following morning, on (B)(6) 2022, the patient went into cardiac arrest and died. There was no interaction between the delivery system and the 1st implanted portico valve. It was noted that the implant procedure, patient's age and anatomy contributed to this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization and cardiac shock and death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.